Manufacturer narrative:
Similar product with product# 8699120 and 510(k)# - k981676 is marketed in us. Thus, it is reportable for malfunction, not serious injury, although surgical intervention did take place. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient, in surgery on (B)(6) 2018, psf was performed at l3-s2ai and tlif was performed at l5 / s1. Pre-operative diagnosis for this procedure was lumbar spinal canal stenosis. Reason for revision was pseudoarthrosis of l5/s1, lumbar spinal canal stenosis. It was reported that rod breakage occurred on both sides between l5 / s1  probably due to the influence of l5 / s1 pseudoarthrosis. In the operation this time, tlif was performed again at l5 / s1 and rod r eplacement was performed. No patient symptoms or complications as a result of this event.